Event description:
Rn was in servicing on the mridium MRI pump with the ed clinical educator and we witnessed the IV fluid leaking from chamber a, specifically from the flow-preventer on the MRI MRI infusion extension set 1000 series (ref: (B)(4)) lot # 023693. Fluid was observed leaking from tubing that where it connects proximally to the flow-preventer.